Event description:
The patient was unable to adjust their stimulation with the patient programmer. The ¿in the box¿ icon displayed. It was noted that last week their battery was discharged. It was confirmed that the ins was interrogated and everything was working well again. No surgical intervention was needed. Additional information clarified no malfunctions were seen. Once the 8840 synced up with the ins everything was back to normal. The patient was doing well. It was noted using the antenna locate feature would cause this message. It was reported that patient was using antenna locate feature. Patient had not called for any further issues at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-p4, lot# n305054, implanted: (B)(6) 2012, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).